Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel. The handpiece failed for run noise, leak, cap temperature, and cap removal. Cut and current draw testing was not completed due to the temperature rise in the handpiece. Quality personnel then investigated the attachment. Ambient cap temperature at time of testing was 25.3 c. Free run testing for 30 seconds resulted in a maximum temperature of 56.3 c. Free run testing for 3 minutes resulted in a maximum temperature of 104.7 c. Load testing the attachment for 3 minutes resulted in a maximum temperature of 88.7 c. Maximum temperature as per specification is 13 c above cap ambient temperature after 30 seconds of free run. Maximum allowable temperature after 30 seconds of running attachment is 48 c in either free run or load testing modes. Attachment temperature failed both operational standards. During examination after disassembly it was noted several internal components of the head assembly displayed slight to moderate debris. Also, slight to moderate wear was noted along with some slight corrosion. Inner drive and head components appeared to be dry and lacking in lubrication. It is possible that a lack of lubrication may have caused friction and as a result, an acceleration of wear components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear. This combination of events could have caused the increase of temperature reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.